Manufacturer narrative:
Qn#(B)(4). The failure mode reported in the complaint as 'insufficient heating of water' can be confirmed as the returned unit was not functional. It was determined that the defect could not be attributed to manufacturing as the unit passed testing prior to release from the manufacturing facility. During the inspection of the unit it was found that the thermal fuse was damaged. This could occur when the unit is connected without the water receipt and this causes overheating. The IFU for the product states "caution: always ensure the heater is aligned in a vertical position for best performance. Caution: not for use with any type of ventilator." The root cause can be attributed to the user. When the unit exceeds 152 degrees c, the thermal fuse will prevent the unit from continuing to overheat and the fuse opens so that there is no continuity.

Event description:
The complaint is reported as: "new unit out of box lights up but does not heat". The issue was discovered prior to use on a patient.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "new unit out of box lights up but does not heat". The issue was discovered prior to use on a patient.